Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("a fragment of metallic foreign material is identified protruding through the endometrium from the right lateral aspect of the specimen"), fallopian tube perforation ("right essure micro-insert had migrated and perforated the fallopian tube"), uterine perforation ("the left essure coil exited the fallopian tube and had attached to the uterus/perforation (uterus)") and salpingitis ("salpingitis") in a 28-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, bipolar disorder, depression and anemia. Concurrent conditions included autoimmune disorder. Concomitant products included buspirone hydrochloride (buspar), escitalopram oxalate (lexapro), hydroxyzine hydrochloride (vistaril intramuscular solution), iron (iron supplement), omeprazole (prilosec) and quetiapine (seroquel). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 2 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dental caries ("tooth decay"), tooth loss ("tooth loss"), rash ("rashes") and skin disorder ("skin bumps"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced pernicious anaemia ("pernicious anemia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), uterine pain ("uterine pain even not menstruating"), hypovitaminosis ("vitamin dificiencies"), depression ("worsening of, her depression"), anxiety ("worsening of her anxiety"), erythema ("skin redness"), dry skin ("dry skin/dry skin patches and lump blisters on palm of hand and side of neck"), urticaria ("hives"), pruritus ("itching"), alopecia ("hair loss"), weight increased ("weight gain"), weight decreased ("weight loss") and blister ("lump blisters on palm of hand and side of neck"). The patient was treated with surgery ((B)(6) 2008-left salpingectomy, (B)(6) 2016- total hysterectomy), surgery ((B)(6) 2008-left salpingectomy, (B)(6) 2016- total hysterectomy), surgery ( (B)(6) 2008-left salpingectomy, (B)(6) 2016- total hysterectomy) and surgery ((B)(6) 2008-left salpingectomy, (B)(6) 2016- total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, salpingitis, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, hypovitaminosis, depression, anxiety, rash, erythema, skin disorder, dry skin, urticaria, pruritus, alopecia, fatigue, weight increased, weight decreased, pernicious anaemia, vaginal haemorrhage and blister outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, blister, dental caries, depression, device breakage, dry skin, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, hypovitaminosis, menorrhagia, pernicious anaemia, pruritus, rash, salpingitis, skin disorder, tooth loss, urticaria, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, she underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus, and remaining fallopian tube were all removed. Since her second removal surgery, her symptoms have mostly resolved, though some remain. On (B)(6) 2016:tlh / loa (interpreted as total laparoscopic hysterectomy/ lysis of adhesions). Diagnostic results: (B)(6) 2008, hysterosalpingogram revealed that right tube occluded left tube open with left coil free floating in left pelvis. The right essure micro-insert had migrated and perforated the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("a fragment of metallic foreign material is identified protruding through the endometrium from the right lateral aspect of the specimen"), fallopian tube perforation ("right essure micro-insert had migrated and perforated the fallopian tube"), uterine perforation ("the left essure coil exited the fallopian tube and had attached to the uterus/perforation (uterus)"), salpingitis ("salpingitis") and autoimmune disorder ("autoimmune disorder") in a 28-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, bipolar disorder, depression and anemia. Concurrent conditions included autoimmune disorder. Concomitant products included buspirone hydrochloride (buspar), escitalopram oxalate (lexapro), hydroxyzine hydrochloride (vistaril intramuscular solution), iron (iron supplement), omeprazole (prilosec) and quetiapine (seroquel). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 2 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dental caries ("tooth decay/ dental problems"), tooth loss ("tooth loss/ dental problems"), rash ("rashes") and skin disorder ("skin bumps"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced pernicious anaemia ("pernicious anemia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), uterine pain ("uterine pain even not menstruating"), hypovitaminosis ("vitamin deficiencies"), depression ("worsening of, her depression"), anxiety ("worsening of her anxiety"), erythema ("skin redness"), dry skin ("dry skin/dry skin patches and lump blisters on palm of hand and side of neck"), urticaria ("hives"), pruritus ("itching"), alopecia ("hair loss"), weight increased ("weight gain"), weight decreased ("weight loss"), blister ("lump blisters on palm of hand and side of neck") and scar ("scars"). The patient was treated with surgery (B)(6) 2008-left salpingectomy,(B)(6) 2016- total hysterectomy with removal of right essure), surgery (B)(6) 2008-left salpingectomy,(B)(6) 2016- total hysterectomy), surgery (B)(6) 2008-left salpingectomy,(B)(6) 2016- total hysterectomy) and surgery (B)(6) 2008-left salpingectomy,(B)(6) 2016- total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, salpingitis, dysmenorrhoea, arthralgia, uterine pain, dental caries, tooth loss, hypovitaminosis, depression, anxiety, rash, erythema, skin disorder, dry skin, urticaria, pruritus, alopecia, fatigue, weight increased, weight decreased, pernicious anaemia, blister, autoimmune disorder and scar outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, blister, dental caries, depression, device breakage, dry skin, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, hypovitaminosis, menorrhagia, pernicious anaemia, pruritus, rash, salpingitis, scar, skin disorder, tooth loss, urticaria, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, she underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus, and remaining fallopian tube were all removed. Since her second removal surgery, her symptoms have mostly resolved, though some remain. On (B)(6) 2016:tlh / loa (interpreted as total laparoscopic hysterectomy/ lysis of adhesions). Diagnostic results: (B)(6) 2008, hysterosalpingogram revealed that right tube occluded left tube open with left coil free floating in left pelvis. The right essure micro-insert had migrated and perforated the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Event added: autoimmune disorder, scars. Outcome of bleeding was updated from unknown to recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had migrated and perforated the fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pernicious anaemia ("pernicious anemia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("abnormally severe menstrual pain"), arthralgia ("hip pain"), uterine pain ("uterine pain even not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), hypovitaminosis ("vitamin deficiencies"), depression ("worsening of, her depression"), anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), skin disorder ("skin bumps"), dry skin ("dry skin"), urticaria ("hives"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2008,underwent a right salpingectomy during which right fallopian tube was removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, hypovitaminosis, depression, anxiety, rash, erythema, skin disorder, dry skin, urticaria, pruritus, alopecia, fatigue, weight increased, weight decreased and pernicious anaemia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, dental caries, depression, dry skin, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, hypovitaminosis, menorrhagia, pernicious anaemia, pruritus, rash, skin disorder, tooth loss, urticaria, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus, and remaining fallopian tube were all removed. Since her second removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: (B)(6) 2008, hysterosalpingogram revealed that the right essure micro-insert had migrated and perforated the fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had migrated and perforated the fallopian tube") and uterine perforation ("the left essure coil exited the fallopian tube and had attached to the uterus/perforation (uterus)") in a 28-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, bipolar disorder and depression. Concomitant products included buspirone hydrochloride (buspar), escitalopram oxalate (lexapro), hydroxyzine hydrochloride (vistaril intramuscular solution), iron (iron supplement), omeprazole (prilosec) and quetiapine (seroquel). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 2 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dental caries ("tooth decay"), tooth loss ("tooth loss"), rash ("rashes") and skin disorder ("skin bumps"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). (B)(6) 2009, the patient experienced pernicious anaemia ("pernicious anemia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced arthralgia ("hip pain"), uterine pain ("uterine pain even not menstruating"), hypovitaminosis ("vitamin dificiencies"), depression ("worsening of, her depression"), anxiety ("worsening of her anxiety"), erythema ("skin redness"), dry skin ("dry skin/dry skin patches and lump blisters on palm of hand and side of neck"), urticaria ("hives"), pruritus ("itching"), alopecia ("hair loss"), weight increased ("weight gain"), weight decreased ("weight loss") and blister ("lump blisters on palm of hand and side of neck"). The patient was treated with surgery ((B)(6)2008, (right salpingectomy) ) and surgery (in (B)(6) 2016, left side salpingectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, hypovitaminosis, depression, anxiety, rash, erythema, skin disorder, dry skin, urticaria, pruritus, alopecia, fatigue, weight increased, weight decreased, pernicious anaemia, vaginal haemorrhage and blister outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, blister, dental caries, depression, dry skin, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, hypovitaminosis, menorrhagia, pernicious anaemia, pruritus, rash, skin disorder, tooth loss, urticaria, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus, and remaining fallopian tube were all removed. Since her second removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: (B)(6) 2008, hysterosalpingogram revealed that right tube occluded left tube open with left coil free floating in left pelvis. The right essure micro-insert had migrated and perforated the fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia), lump blisters on palm of hand and side of neck, the left essure coil exited the fallopian tube and had attached to the uterus/perforation (uterus) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("a fragment of metallic foreign material is identified protruding through the endometrium from the right lateral aspect of the specimen"), fallopian tube perforation ("right essure micro-insert had migrated and perforated the fallopian tube"), uterine perforation ("the left essure coil exited the fallopian tube and had attached to the uterus/perforation (uterus)") and salpingitis ("salpingitis") in a (B)(6) year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, bipolar disorder, depression and anemia. Concurrent conditions included autoimmune disorder. Concomitant products included buspirone hydrochloride (buspar), escitalopram oxalate (lexapro), hydroxyzine hydrochloride (vistaril intramuscular solution), iron (iron supplement), omeprazole (prilosec) and quetiapine (seroquel). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 2 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dental caries ("tooth decay"), tooth loss ("tooth loss"), rash ("rashes") and skin disorder ("skin bumps"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced pernicious anaemia ("pernicious anemia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), uterine pain ("uterine pain even not menstruating"), hypovitaminosis ("vitamin deficiencies"), depression ("worsening of, her depression"), anxiety ("worsening of her anxiety"), erythema ("skin redness"), dry skin ("dry skin/dry skin patches and lump blisters on palm of hand and side of neck"), urticaria ("hives"), pruritus ("itching"), alopecia ("hair loss"), weight increased ("weight gain"), weight decreased ("weight loss") and blister ("lump blisters on palm of hand and side of neck"). The patient was treated with surgery ((B)(6) 2008-left salpingectomy, (B)(6) 2016- total hysterectomy), surgery ((B)(6) 2008-left salpingectomy, (B)(6) 2016- total hysterectomy), surgery ((B)(6) 2008-left salpingectomy,((B)(6) 2016- total hysterectomy) and surgery ((B)(6) 2008-left salpingectomy,(B)(6) 2016- total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, salpingitis, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, hypovitaminosis, depression, anxiety, rash, erythema, skin disorder, dry skin, urticaria, pruritus, alopecia, fatigue, weight increased, weight decreased, pernicious anaemia, vaginal haemorrhage and blister outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, blister, dental caries, depression, device breakage, dry skin, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, hypovitaminosis, menorrhagia, pernicious anaemia, pruritus, rash, salpingitis, skin disorder, tooth loss, urticaria, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, she underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus, and remaining fallopian tube were all removed. Since her second removal surgery, her symptoms have mostly resolved, though some remain. On (B)(6) 2016:tlh / loa (interpreted as total laparoscopic hysterectomy/ lysis of adhesions) diagnostic results: (B)(6) 2008, hysterosalpingogram revealed that right tube occluded left tube open with left coil free floating in left pelvis. The right essure micro-insert had migrated and perforated the fallopian tube. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Events device breakage & salpingitis was added. Concomitant conditions were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.